Event description:
Pt tested blood with the test strips and got reading of "32". Went to md's office where retested. Results were 147. Strips tested against another MFR's strips. Blood reading of 101 with other strips read vs 25 with these strips. Normal glucose control read as "8" vs normal range of 146-214 mg/dl.